Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I just wanted the cramps to stop') and generalised tonic-clonic seizure ('grand mal seizure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), generalised tonic-clonic seizure (seriousness criterion medically significant) and allergy to metals ("allergic to nickel"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal pain lower, generalised tonic-clonic seizure and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and generalised tonic-clonic seizure to be related to essure. The reporter commented: the patient described that she were allergic to the nickel and she got seizures. She also mentioned that at the time of report she had epilepsy due to allergic reaction. After essure was removed she had seizures 3 months after but she did not know what they were at that time. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I just wanted the cramps to stop') and generalised tonic-clonic seizure ('grand mal seizure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), generalised tonic-clonic seizure (seriousness criterion medically significant) and allergy to metals ("allergic to nickel"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal pain lower, generalised tonic-clonic seizure and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and generalised tonic-clonic seizure to be related to essure. The reporter commented: the patient described that she were allergic to the nickel and she got seizures. She also mentioned that at the time of report she had epilepsy due to allergic reaction. After essure was removed she had seizures 3 months after but she did not know what they were at that time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: report from social media: new events were reported (epilepsy and allergic to nickel). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('I just wanted the cramps to stop') and seizure ('seizures') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and seizure (seriousness criterion medically significant). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the abdominal pain lower and seizure outcome was unknown. The reporter considered abdominal pain lower and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.